Event description:
It was reported that the patient had a loss of therapeutic effect. The patient was having an increase in/gradual worsening of symptoms for about the previous 1.5 weeks. Her physician questioned as the whether her implantable neurostimulator (ins) was working or not. Her previous physician suggested loss of therapy due to battery depletion. The patient's new physician made several attempts to interrogate the ins but did not receive any telemetry from it. It was noted that the ins may have a shorter longevity; however, the patient was programmed at higher (more power-consuming) settings. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 435135, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead; product ID: 435135, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).